Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the q-lock was not aligned correctly. A field service engineer realigned the smart remote manager latch, greased and cleaned the microswitches, and called cubex to test the operation. The system functioned as intended after the field service engineer repaired the device. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the q-lock was not aligned correctly. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.